Manufacturer narrative:
Alleged failure: (B)(6) from the hospital reported to (B)(6) sales rep the following event : "the pump irrigates too much. The operating cavity (thigh chamber) is in overpressure. What measures/actions have been taken to complete the intervention? The surgeon cut into the dressing room to reduce the hyperpressure". The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be a failed component on the pressure sensor. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that overpressure occured.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that overpressure occured.